Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced anterior and posterior mesh exposure. The mesh was found to be infected/septic and was sent for histology and microbiology analysis. No further information is available.